Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of gonioscopy showed only the first part of the stent therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of the patient with controlled intraocular pressure on 3 meds pre-operation, underwent uneventful cataract extract /intraocular lens/microstent lens position is in the bag. Gentle gonioscopy showed only the first part of the stent, unable to visualize windows in trabecular mesh. Patient started on post-op eye drops and dilater. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).